Manufacturer narrative:
In response to FDA report number: mw5088676. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, via regulatory agency, reported "adverse event with breast implants," "been having a lot of health issues," ¿severe anxiety,¿ "benign lump in my breast,¿ and left side rupture. Patient also reported ¿depression symptoms,¿ ¿early menopause,¿ ¿thyroid issues,¿ ¿joint pain,¿ ¿inflammation,¿ ¿disc issues in my back,¿ ¿extreme fatigue,¿ and ¿a gain of about 40 lbs.¿ which are not related to the device. Device has been explanted. This record is for the left side.